Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Unit passed displacement test and self test. Pump received with cracked case at the display window corners, cracked reservoir tube lip and loose drive support disk. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had button error alarm. Customer stated the button was not pressed for longer than 3 minutes. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.